Event description:
Customer states: "perc being performed this past week, placed a hiwire through a needle, could not get the wire out, they tugged and tugged. When removed, some of the coating had peeled off, noting some of the polyurathane coating remained in the pt. X-ray was taken noting it to be in the fatty tissue and not in the collecting system, so the pieces will not be removed. Wire and needle were thrown away."